Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported an error with the alarm light emitting diode (led) indicator was found during preventative maintenance. There was no patient involvement. The manufacturer's international service technician reported that replacing the power switch overlay resolved the problem.